Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 8912. No heath consequence or impact.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Manufacturer narrative:
Follow-up 1: investigation outcome. The provided logfiles show twice tf8912 and confirm that the issue happened at the date of the event. The device triggered tf8912, indicating that the cuff pressure controller motor was not functioning properly. After replacement of the cuff pressure controller board the issue was solved. This case is considered closed.